Manufacturer narrative:
In the distal part of the ventricular lead, linox smart s 65, the insulation was found rubbed through. This damage can be considered as the root cause of the noise seen in the available iegms. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages on the lead most likely occurred during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an estimated implantation period of 42 months, oversensing was reported. Upon explantation, the lead reportedly demonstrated abrasion marks and wear on the external insulation. The lead was explanted, but not returned to biotronik. No adverse patient side effects have been reported. The date of implant was not provided.